Manufacturer narrative:
Additional device listed in this report: cat #6260-9-126, lot #53060301, description: 26mm std lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital policy not to return device to manufacturer.

Event description:
The hip was revised for irrigation and debridement to rule out infection. The existing stem was retained and the femoral head and the bipolar head were replaced.

Manufacturer narrative:
An event regarding infection involving an uhr head was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond (B)(4) control.

Event description:
The hip was revised for irrigation and debridement to rule out infection. The existing stem was retained and the femoral head and the bipolar head were replaced.